Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, found the first o ring was out of the groove per our visual inspection.

Event description:
The customer reported via phone call that she received the no delivery alarm on the insulin pump while priming. The customer's blood glucose was over 200 mg/dl. The customer explained that she experienced issues with the infusion set and reservoir. The customer stated that while priming, no insulin came out and she received the no delivery alarm. The customer was unable to perform troubleshooting because the alarm was already resolved by a complete set change. The customer was advised that the infusion set and reservoir would be replaced. The customer agreed to return the product for analysis.